Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported there was an over infusion of precedex. It was reported the user confirmed an incorrect syringe size. This was reported to bd representatives during site visit. The patient was already intubated and remained intubated longer than planned however no additional interventions were needed.